Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted at the abdomen on (B)(6) 2017. The reaction was described as a strong itch, redness, elevated skin, leaves occasional burn marks, a permanent dark mark on skin. Affected area was treated with over-the-counter benadryl cream. At time of contact, patient is still having issue. No additional patient or event information was provided. Product was not provided for investigation. However, photographs were provided which confirmed the alleged malfunction. The root cause could not be determined.